Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: initial reporter name and address: state ontario reported. Device evaluated by MFR: investigation summary background: it was reported that on an unknown date, eighteen (18) chisel blades w/ 10, fourteen (14) chisel blades w/ 16 and six (6) chisel blades w/ 25 were found in medical device reprocessing department (mdrd) and tagged as broken. There were no patient and procedure involvement. This complaint involves thirty-eight (38) devices. (B)(4) will log 10 of the 38 devices. A total of 9 of the 10 reported devices were returned for investigation. Investigation flow: damage: visual (appearance not as expected). Visual inspection: the device (part number: 399.570, lot number :t986800) was returned to us customer quality. Upon visual inspection under 5x magnification, the wedge of the chisel was chipped in multiple locations. The corners of the cutting edge were also slightly rounded/chipped. Minor scratches were noted on non-cutting surfaces of the device, which are consistent with use and handling. Also, some rust spots were noted to be present on the device. No other damage was noted on the device. The received condition does not agree with the reported complaint description of a broken device. Conclusion: nicks/chips to the cutting edge were noted. The reported complaint description of a broken device was not confirmed with investigation, but the overall complaint was confirmed as the device was noted to have chipped edges. The visual inspection revealed that the device shows end of life indicators (blunting of cutting edges due to multiple use and chipped feature or component) which have resulted in the observed condition. Per guidance provided in windchill, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device evaluated by MFR, device manufacture date: device history. Part number: 399.570, synthes lot number: t986800, release to warehouse date: 07-jan-2013, manufacture site: tuttlingen, part expiration date: n/a, list of non-conformance¿s: n/a. A review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the complaint condition. The raw material certificate was reviewed and the used raw material was according to the specification of the device. No ncrs were generated during the production of this device. Device history batch null, device history review: review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, seventeen (17) chisel blades 10mm, fourteen (14) chisel blades 16mm, and six (6) chisel blades 25mm were found in the medical device reprocessing department (mdrd) and tagged as broken. This complaint was created to capture 9 out of 37 devices. Please see related complaint (B)(4) for another ten (10) devices, (B)(4) for another ten (10) devices, and (B)(4) for another eight (8) devices. This is report 1 of 9 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, eighteen (18) chisel blades 10mm, fourteen (14) chisel blades 16mm, and six (6) chisel blades 25mm were found in the medical device reprocessing department (mdrd) and tagged as broken. There was no patient or procedure involvement. This report is for one (1) chisel blade 25mm. This is report 1 of 10 for (B)(4). Due to a limit of impacted products per complaint, this complaint is a continuation from complaint (B)(4).